Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: the DHR, quality notification and maintenance analysis were performed for catalog 990173, batch number 7180560 and no occurrences potentially related to the defect were observed. The sample sent by the customer was verified and it was possible to observe the tip damaged. The potential cause for the problem is a barrel jam on assembly machine. That jam is inherent to the manufacturing process and occurs occasionally on the process. Based on sample, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 1 - confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a sample was received, and it is possible observe tip damaged. DHR review: it was verified the batch record and the manufacturing date for this batch was june 30th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn and maintenance review: no quality notification (qn) or maintenance records that could related to defect were observed. Conclusion: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe tip damaged. The potential cause for the problem is a barrel jam on assembly machine. That jam is inherent to the manufacturing process and occurs occasionally on the process. Root cause: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: barrel jam on assembly machine. That jam is inherent to the manufacturing process and occurs occasionally on the process. The defect identified from this complaint will be monitored for trend evaluation. Rationale: based on the severity, occurrence and qda for this product family a CAPA is not required

Event description:
It was reported that the the bd plastipack¿ syringe has a deformity at the tip of the syringe causing a break. Found before use. No serious injury or medical intervention noted.